Event description:
I purchased a device called "snorex". I followed the instructions for fit and use. After about a month I experienced jaw pain that would last all day. It even hurt to try and chew food. I discontinued use of the device, and after about mone more month, the pain finally went away, and the ability to chew returned. The company never responded to my inquiries for help, even though I tried twice. My concern, since I did have a relative with tmj, is that this class of device could trigger jaw tenderness and/or pain. I am fortunate that my pain was not permanent.